Event description:
Although there was not a product malfunction, a death occurred after pt went into cardio-pulmonary arrest and the leads off and replace battery messages were not acknowledged in a timely manner.

Manufacturer narrative:
Phillips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be sent once the investigation is completed. We will consider that the failure to respond to the inops was a factor in this pt's death. There was a delay in the factory being informed of this event.